Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient, but not associated with the event are lot #04864811 and 04846337.

Event description:
The pt was treated in 1999 with an aneurx graft for an abdominal aortic aneurysm. The pt experienced endoleaks and aneurysm enlargement and the physician chose to use the gore excluder aaa endoprosthesis to treat the pt. An aortic extender component and two contralateral leg components were implanted. Intra operative imaging revealed the aortic extender component had moved proximally and covered both renal arteries. The physician chose to surgically open the pt and remove the aortic extender component. The aneurx graft was left in place and the contralateral leg components resolved the endoleak. The pt died in 2007, cause of death was stated as a heart attack and not device related.